Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/13/2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated after 5 or 6 days of wearing the sensor, some sort of abscess started to grow at the insertion site. They stated it was itching, burning and irritated. The skin became red and started to hurt. As a result, the patient stated the area had a bruise. The patient stated their dermatologist advised them to use a protective spray before applying the sensor. The patient stated that after trying it, it was not successful, so they changed the location of the sensor insertion site and a reaction did not occur. Date of contact with the dermatologist is unknown. No additional patient or event information is available.